Event description:
Dr. (B) (6) and (B) (6) reported that the (B) (4) tool reports different values (max suv) for a small tumor depending on whether the pet is opened alone or whether the pet is participating in a fusion with a CT.